Manufacturer narrative:
Evaluated handpiece. Handpiece didn't get hot. During evaluation handpiece failed specs due to bur bearing wobble on the turbine. Bearing is still attached to rotor.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.